Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory via accessing of device memory. One hardware register indicated that microprocessor unit stopped. The cause of backup vvi was suspected due to telemetry faults.

Event description:
It was reported that prior to implant, while still in the box, the device was found in backup vvi mode. This device was not implanted.